Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker presented with dizziness and lightheadedness, and had a heart rate of 38 to 40 beats per minute (bpm) on their home monitoring device. The right ventricular (rv) impedance measurements were greater than 2000 ohms, but had decreased to 507 ohms. There were episodes of right atrial (ra) noise, but it was thought this noise was related to a patient procedure. This noise was not reproducible. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which noted that the lead configuration was reprogrammed back to bipolar and lead impedance measurements were within normal limits. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.